Event description:
The customer reported a leak from the module chemistry (mc) sample probe when using the unicel dxc 800 synchron system. The customer reported the instrument generated an error condition, ise (ion selective electrode) module software device errors, and noticed the mc sample probe leaking. The operator was wearing personal protective equipment. There were no reports of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and confirmed the mc (modular chemistry) sample probe wash collar solenoid valve (p/n 472689) was not functioning. The fse replaced the solenoid valve which resolved the issue, no further leaking was observed. The fse verified repairs by priming the instrument and performing calibration and quality control (qc). The part was returned, however evaluation could not be conducted due to incomplete parts. Identified failure mode: the failure mode is the mc sample probe solenoid valve (p/n 472689). No erroneous results were generated or reported. A leaking sample probe can impact any or all chemistries, including critical chemistries. The (B)(4).